Manufacturer narrative:
Date of event estimated. Correction - event is not reportable as surgical intervention did not occur and lead remains functional. Correction - section b1 - problem product unchecked.

Event description:
Additional information was received stating no surgical intervention was taken for the lead. It remains implanted and functional.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was unable to get into MRI mode, upon further investigation the patient's system diagnostics recorded high impedances on the lead. The patient still had effective therapy. Surgical intervention may take place at a future date to address the issue.